Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID tm90t0 (serial: (B)(6); product type: 0001-accessory; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving saline via an implantable pump. It was reported that the pump had stopped working while at their hcp office about 2 weeks ago and stated the doctor put saline in it. The pump was later reported starting to work again but the patient didn't know how to use their communicator. The patient looked through the manual but unable to comprehend anything in it. They mentioned being in pain but could handle it. .